Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt, the lead was not used because the helix was stuck. Another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
.

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal electrode end was covered with blood.